Event description:
Epidural catheter placed in patient in active labor. When aspirating, only air returned. Catheter and connections inspected and seemed fine, so m.d. Began to slowly instill the test dose and witnessed the med leaking from the catheter. On closer inspection, noted catheter had a crack/hole in it. Defective catheter removed.